Event description:
It was reported that during central processing, the prograsp forceps instrument shaft covering was falling off or that it was thin. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. The instrument was found to have grip input disk axis #6 broken inside the housing #7 completely broken. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. Additionally, the instrument was found to have a frayed grip cable at the idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.